Event description:
Reportedly, since (B)(6) 2024, when patients performed the data transmission operation, it was reported as completed on the patient's side. However, it was confirmed that the data was not actually transmitted

Manufacturer narrative:
The review of provided data confirmed the reported event: -on 5 of september 2024, transmissions were tried and only after multiple tries and a few minutes, it succeeds. However, no reports were sent. The most probable hypothesis is that a network issue occured during the event. This could be caused in the case where the device is not correctly plug to the transmitter. As the subject device is not available for investigation, the root cause could not be clearly established. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Manufacturer narrative:
Device is not returned yet and serial number is not available yet.

Event description:
Reportedly, since (B)(6) 2024, when patients performed the data transmission operation, it was reported as completed on the patient's side. However, it was confirmed that the data was not actually transmitted.